Manufacturer narrative:
The mc was advanced forward in an attempt to recapture the device in order to adjust the position. It was reported that the sl 10 mc which was in position in the aneurysm prior to the placement of the enterprise (jailing technique) did not interfere with the placement of the enterprise stent. However, it was reported that a jailing technique was used and it was reported by the physician that the microcatheter was difficult to operate during insertion of the first coil. No further information is available pertaining to the difficulty. It was reported that the physician considered that the difficulty of the mc manipulation could be one of the factors contributing to the event. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2010-00279.

Manufacturer narrative:
Please note that the following information was inadvertently not submitted with the initial medwatch report. The orbit coil remain implanted and the delivery systems are not available for analysis. A review of the manufacturing documentation associated with orbit lot 13471538 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. It appears that procedural factors including initial position and vessel factors contributed to the distal markers opening within the side branch anterior choroidal artery. Based on the reported information, vessel characteristics and concomitant non-cordis microcatheter instability contributed to the aneurysm rupture during placement of the orbit coil. Aneurysm rupture is a known potential adverse event associated with this type of procedure. With review of the reported information and the device history record review, there is no indication of any product performance issues related to the manufacturing process; procedural and vessel characteristics appear to have contributed to the events. This one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2010-00279 and 1058196-2010-00280.

Event description:
During an enterprise assisted coil embolization of an internal carotid artery (ica) and posterior communicating (p-com) artery bifurcation aneurysm, when recapturing the enterprise for repositioning, two distal markers caught in the anterior choroidal artery. The stent was deployed and covered the neck of the aneurysm. Additionally, when the first coil, a 4x10 trufill dcs orbit mini complex fill was being place, via a jailed noncordis sl 10 microcatheter (mc) the aneurysm ruptured. Immediately, additional coils were placed continuously and the bleeding was stopped. The procedure was completed successfully. There was no neurological symptom and the patient is presently in stable condition. The vessel diameter in which the enterprise was placed was 3.5mm proximally and 2.9mm distally. The saccular aneurysm measurement was 7.3cm x wide x 4.2 mm, neck was 5.2 mm. The target vessel was not calcified or tortuous. There was no resistance/friction with the mc utilized to deliver and recapture the enterprise; a continuous flush was maintained.